Manufacturer narrative:
The devices were not returned for review as they remain implanted, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.pagepress.org/journals/index.php/or/article/view/5779. (B)(4). Other device used: catalog #unknown, unknown epsilon cup, lot #unknown. Catalog #unknown, unknown longevity constrained liner, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for persistent pain.